Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. The product is available for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
During a percutaneous coronary intervention (pci), the stent did not cross. After two attempts to deliver the stent, it was discovered that the proximal stent struts were uplifted. Pci was being performed on a 99% de novo lesion in the distal right coronary artery that was moderately calcified and tortuous. The lesion was pre-dilated with a 3.0 x 15mm voyager balloon, then the 3.0 x 18mm cypher stent was being delivered to the target lesion but, it would not cross the lesion. The device was removed and the lesion was pre-dilated again with the same voyager balloon. Another attempt was made to deliver the stent delivery system, however, the physician found that the proximal end of the stent was flared. A different cypher stent with the same size was used to complete the procedure. There was no reported patient injury. The product will be returned for analysis.